Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, a transfemoral transcatheter aortic valve replacement procedure was performed via the right femoral artery with a 29 mm sapien 3 ultra resilia (s3ur) and commander kit. After valve implantation, the distal tip of the 16 fr esheath+ was suspected to be missing; however, the operators were uncertain. An unknown swaying material appeared to be attached to the inflow end of the s3ur valve in the fluoroscopic view, but the operators were still uncertain. As of postoperative day 11, no symptom indicating embolization has been observed. Images of the sheath were provided, and it was observed that the distal tip of the sheath was torn, and a piece was missing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction per administrative review. The following sections of this report have been corrected: b1, b2, h1, and h6 health effect - impact code.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liner is expanded approximately 9 inches from the distal strain relief. Liner appears to be folded within the hdpe material for approximately 1.5 inches starting from the distal tip. Tip is opened along the axial scoreline per design; evidence of hdpe stretching at opening. Axial and radial score lines are present with hdpe stretching; distal tip is still attached at the radial scoreline; hdpe strands noted on distal sheath shaft including one fine strand. Stretched hdpe; distal tip is open and torn along the radial score line. Axial hdpe stretching; additional hdpe strand attached along radial tear. Slant score line is present; soft tip damage observed; scratches present along the distal shaft. Functional testing was performed by advancing a sample commander delivery system through the sheath to examine the liner expansion at the distal end of the sheath. The liner remained folded. Due to the nature of the returned device, dimensional testing was unable to be performed. Imagery was provided by the site and the following was observed: tortuosity and calcification present in patient's access vessels and aortic bifurcation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The torn sheath distal tip and a fine hdpe liner strand was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a previous product risk assessment performed by edwards lifesciences. While a definitive root cause was unable to be determined, previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, scratches were present on distal sheath shaft of returned device and provided imagery shows that the patient had calcified access vessels. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Tortuous and calcified anatomy can also lead to non-coaxial alignment between the delivery system and the sheath, which may cause resistance during advancement. Additionally, the valve may catch onto the sheath distal tip, leading to the observed torn tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined at this time. Evaluation of the returned device revealed that the torn tip was still attached to distal shaft without any identifiable material missing (hdpe stretching without separation). However, multiple hdpe strands were found on the distal sheath shaft. It is possible that these strands resulted from adverse interactions between the thv and distal tip, promoted via non-coaxial alignment of devices due to calcified/tortuous anatomy. It is also possible that the sheath shaft interacted directly with rigid calcium nodules within patient's vasculature, leading to the formation of a fine hdpe strand, increasing the risk for potential separation. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (thv catching on distal tip) may have contributed to the hdpe strands. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.